Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of ballooning of the extension leg is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt clearvue catheter with an assembled connector was returned for evaluation. An initial visual observation showed use residue on and within the returned sample. The tubing of the extension leg was observed to be lighter in color just distal the white oversleeve between the luer hub and the extension leg. The sample was flushed with a 12 ml syringe of water and was found patent to infusion, but the flowrate was greatly reduced due to the amount of blood residue within the catheter; some of this residue shifted during infusion and eventually blocked off the flow completely. When the catheter was pressurized, the extension leg was observed to balloon just distal to the white oversleeve, and microscopic observation revealed evidence of over-stretching of the tubing material at this location. The location and physical characteristics of the damage observed in the returned sample are indicative of ballooning caused by over-pressurization of the catheter, likely a result of buildup of biological material within the catheter, and/or stretching of the extension leg tubing to the point of creating elastic weakness. The product IFU states ¿do not use a syringe smaller than 10 ml¿ and contains suggested catheter maintenance procedures. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the extension tube near the white hub was inflated like balloon when flushing the lumen of the white hub side. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the extension tube near the white hub was inflated like balloon when flushing the lumen of the white hub side. There was no reported patient injury.